Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigators were able to confirm the original moisture ingress issue; there was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. Upon removal of the pump case, there was evidence of additional moisture contamination inside the pump on the transceiver board. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked in two places. In addition, the pump case was cracked in the upper right hand corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.